Event description:
Pt was undergoing a hip pinning. The orthopedic surgeon utilized a guide wire, which was inserted into a step drill bit. As the surgeon pushed the drill bit proximal to the pt, the guide wire penetrated into the pt's abd. Confirmed by x-ray. The surgeon removed the guide wire (intact) and drill bit from the pt. The surgeon noted the guide wire did not freely move within the drill bit, and removed the guide wire from the bit with great difficulty. Guide wire and step drill bit sent to allegiance repair center for examination.